Manufacturer narrative:
MFR's report date: 03/18/2015. Internal file no: (B)(4). Devices not received, lot review only. The customer has requested an event log review. Event logs have been received and eval is pending. A follow up report will be submitted with investigation results once eval has been completed.

Manufacturer narrative:
The report of an infusion completing sooner than expected was not confirmed. The pcu event logs showed that at 2:51 pm, an infusion of pantoprazole drip 80 mg/100 ml was programmed to infuse at a calculated rate of 10 ml/h with a vtbi of 100 ml. At 3:02 pm, an ail alarm occurred, the door was opened and two minutes later, the pump module was powered off. At 4:27 pm, the pump module was powered. On and one minute later, the pump module was powered off. The primary volume infused was recorded as 29.585 ml. Further review of the logs found no further infusions occurred on the event pump module. The root cause of the customer's report was not identified, the device was not returned for evaluation.

Event description:
Customer reported an infusion of protonix (pantoprazole) completed sooner than expected. A primary infusion of protonix (pantoprazole), 80 mg/100 ml was to infuse at 8 ml/hr; however, the entire 100 ml infused in 1 hour. There was no report of pt harm or med intervention. Although requested, no additional pt/event details were provided.